Manufacturer narrative:
The reported event is confirmed upon investigation of the returned product. Visual evaluation identified that the plate was fractured in half. Material analysis confirmed that the plate material was 316 ss. The 6 associated screws were reported as unknown screws. Investigation was unable to identify the screws and no apparent malfunction was identified for all screws. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces to the plate before full heal.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that approx. 3 weeks post op, a clavicula plate broke and needed to be replaced during a revision surgery. Update 25-aug-2020: patient did not suffer from a trauma. The broken arthrex plate was replaced by a plate from another manufacturer. Part numbers of the screws are unknown. They will not be returned for evaluation. Initial surgery was on (B)(6) 2020, revision surgery was on (B)(6) 2020.